Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis uterus"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals and adenomyosis outcome was unknown. The reporter considered adenomyosis and allergy to metals to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in medical records: adenomyosis and allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of allergy to metals ('allergy to nickel'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: adenomyosis uteri. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis uterus"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals and adenomyosis outcome was unknown. The reporter considered adenomyosis and allergy to metals to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in medical records: adenomyosis and allergy to metals. Quality safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly. No signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.